Manufacturer narrative:
Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer¿s reported problem was confirmed. There was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: biomed has an 8015 unit giving a 255-32784-275 error. Sn: (B)(4). Case resolution: let biomed know this fault will occur if the unit does not have ac power when trying to communicate with asm. I had biomed check his ac cord and make sure that the ac indicator was lit on the front case. Ac cord was faulty. Biomed will replace ac cord and call back if any further assistance is needed. (B)(4).